Event description:
The hospital reported that during a coronary artery bypass graft surgery, the heartstring seal was loaded and was ready for use. The surgeon deployed the seal into the aortotomy and the seal came out sideways and was not deployed properly. They put a finger on the aortotomy, loaded another heartstring seal and used the second heartstring seal to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).